Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cord, and flex circuit of the motor device were damaged, and the speed could not be controlled/changed. It was further observed that the device ran in locked position, generated heat, made an excessive noise, and had an unintended activation/motion. It was determined that the device had an insufficient/low power and a component damage. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, safety assessment, rotational speed assessment, noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device ran with abnormal noise after an unknown surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.